Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the sleevehead of the lead was extrinsically damaged, there was an observation with the mcrd (monolithic controlled release device) that contains the steroid and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead helix would not extend. The lead was removed from the body and replaced. No patient complications have been reported as a result of this event.